Manufacturer narrative:
In addition to the findings in b5, evaluation found the complaint was confirmed due to angle wires were cut. Also, evaluation found the following: due to wear of scope-cover packing, the water tightness was lost, due to damage on charged couple device the image had shadows, the light guide and objective lenses had a crack and multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the bowden cable of the colonovideoscope was broken. There was no report of patient harm, injury, or procedural delay. During device evaluation at olympus, it was found there was a whitish foreign material in the air/water channel and tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to reprocessing that was not conducted properly due to leakage from scope connector cover (s-cover). A further cause of the leakage could not be presumed. The events can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.